Manufacturer narrative:
On (B)(6) 2016, the customer received a questionable result for an additional patient sample tested for tpsa. On 09/29/2016, the field service representative exchanged a probe, tubing, a motor, a mixer belt, and a pinch tube. He performed a position adjustment and ran performance testing. He measured controls and no problems were found. The customer did not have any further issues after the service actions were performed. A specific root cause could not be identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they received questionable results for a total of 6 patient samples tested for multiple assays on the e411 analyzer. The customer noticed the results in question when the initial run results were compared to previous results. Of the assays involved, 1 sample had an erroneous result that was potentially reported outside of the laboratory for the elecsys total psa immunoassay (tpsa). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 4.23 ng/ml. The sample was repeated on (B)(6) 2016, resulting as 2.90 ng/ml. The sample was repeated a second time on (B)(6) 2016, resulting as 4.28 ng/ml. The patient was not adversely affected. The tpsa reagent lot number was 135984, with an expiration date of 05/31/2017. It was determined there was a probe error around the time of the initial sampling of the patient sample. No contamination was found on the sample probe. The customer confirmed that the sample and reagent did not have any bubbles prior to testing. No problems were seen with controls.